Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non malignant pain. The healthcare provider reported that the placement of the pump in the patient's abdominal wall "aggravated her pain" from an unrelated medical procedure so they plan to discontinue therapy with the pump and remove it on the (B)(6) of this month. The healthcare provider also stated that they tried to aspirate the catheter and were unable to so he's unsure if the patient has been getting the medication.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 02-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.